Event description:
Caller alleged discrepant results with the inratio2 meter compared to poc meter with two strip lot numbers. Results as follows: date: (B)(6) 2012; inratio: 1.9; poc meter: 1.8; strip lot number: 272729. Date: (B)(6) 2012; inratio: 3.4, 4.3; poc meter: 2.6; strip lot number: 272729. Customer milked the finger on (B)(6) 2012. Date: (B)(6) 2012; inratio: 5.5; poc meter: 2.8; strip lot number: 274163. Date: (B)(6) 2012; inratio: 4.5; poc meter: 2.1; strip lot number: 274163. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the hospitalization that was reported in this complaint. The medical advisor categorized this reportable event as malfunction. Investigation pending.